Manufacturer narrative:
D4: serial number requested, no response was received. Manufacturer's investigation conclusion: there was no allegation of a device malfunction on the mobile power unit (mpu). The log file spanned approximately 1 day(B)(6) 2021 to (B)(6) 2021 per the timestamp). No notable alarm was observed. The mpu was not returned for analysis. The serial number of the mpu was not provided. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had log files sent in for review for backup battery (bb) usage. The log file contained data for the dates of (B)(6) 2021 through (B)(6) 2021 and found increased usage counts that coincided with power source change overs. It was identified as a 14v lithium ion battery issue and the batteries were discarded. The patient was stable and returned home with routine follow up clinic appointments scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had log files sent in for review for backup battery (bb) usage. The log file contained data for the dates of (B)(6) 2021 through (B)(6) 2021 and found increased usage counts that coincided with power source change overs. It was unknown if the cause of the change overs was that the patient accidentally disconnected both system controller power cables at the same time or if the mobile power unit (mpu) intermittently lost ac power. It was recommended that the patient review proper power source changeovers as well as confirm if they had ac power outages, faulty home power outlets, or any poor mpu ac connections.